Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system experienced midline incision dehiscence following multiple falls unrelated to the evoke scs system. The leads were observed to be protruding through the incision site. No signs of infection were noted. X-ray identified lead migration. The evoke scs system was explanted and antibiotics were administered.

Manufacturer narrative:
Additional lead info: product description: evoke cap12 percutaneous lead kit - 60cm model # : 102878 catalog#: 3008 serial/lot #: (B)(6). Product description: evoke cap12 percutaneous lead kit - 60cm model # : 102878 catalog#: 3008 serial/lot #: (B)(6).